Event description:
Clip was not on tip of the needle. Nurse received a needlestick injury. Location of injury unk. Not known if tip had originally covered tip. Additional information received from the facility indicated that the pt is fine and all protocol bloodwork testing is negative. The sample is not available for evaluation and the lot number and item number remain unk. No further info is available.